Event description:
A pt underwent a therapeutic procedure for placement of a biliary stent. The rx stent is reported to have broken during placement. The procedure was successfully completed with use of another of the same device. The pt did not sustain any reported complications or ill effect as a result of the broken stent. The pt condition is noted to be 'ok'.